Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had increased pain in the lower back with the weather changes. They were reprogrammed to cover the lower back and legs. The event was due to programming. The event was resolved without sequelae. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the healthcare professional (hcp). It was reported that on (B)(6) 2015 the patient complained of increased pain which was treated by reprogramming as well as prescribed controlled substance. On (B)(6) 2015 they reported increased pain but did not want to have the ins reprogrammed that day. They were not seen until (B)(6) 2018. No patient complications were reported as a result of this event. Additional information received. It was reported system was explanted.